Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control results were within range. It was noted the customer was not following the tube manufacturer's centrifugation recommendations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. Both the initial and repeat tests were run in a standard sample cup. The patient's initial hcgb result was 2.2 miu/ml and it was reported outside the laboratory. The emergency room questioned the result as the patient was four months pregnant. The sample was repeated on the initial analyzer with dilution and the result was 109167 miu/ml. The repeat result was considered correct and it was issued as a corrected report. No treatment was provided based on the initial result and there were no adverse events. The hcgb reagent lot number was 16956305 and the expiration date was 01/31/2014. The field service representative could not determine the cause of this event. He performed diagnostics and performance testing and all results were within specification. He could not reproduce the problem. The analyzer met specifications for operation.